Manufacturer narrative:
A lens serial work order search was performed for similar complaints within the search and no similar complaints were found.

Event description:
It was reported that the visian icl (implantable collamer lens) model micl 13.2mm was torn when removed from the vial. No patient contact.